Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal stiff snare was used in the colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, the snares were not cutting through the tissue efficiently and smoothly. This happened in both hot and cold snaring. Reportedly, there was no issue with the handle and the snare was securely attached to the active cord. Also, no issue was noted with the cautery pins. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine and stable.

Manufacturer narrative:
Block h6: problem code 2587 captures the reportable event of snare loop failed to cut. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned." Block h10: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: blocks h2, h6 and h10 have been updated based on the investigation closure for device not returned. Correction: sections h7 and h9.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal stiff snare was used in the colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, the snares were not cutting through the tissue efficiently and smoothly. This happened in both hot and cold snaring. Reportedly, there was no issue with the handle and the snare was securely attached to the active cord. Also, no issue was noted with the cautery pins. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine and stable.